Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation revealed >2500 ohms ventricular lead impedance and that the atrial lead was uncoded. The impulse charge was 0uc, the impulse energy was 0uj and the current impulse was <0.5ma. A software download was not successful. There were no consequences to the patient.